Manufacturer narrative:
Part number# 313-70 is not distributed in the u.s.; however is a device of essentially identical design distributed in the u.s. Applicable 510k# for united states distributed part is k965132. The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it as claimed "the tracheostomy tube was inserted on (B)(6) 2011. The pt was found suffering hypoxia around 15:00 pm (B)(6) 2011. After inspection, the dr found the airbag which inflates the tube was disconnected with the tracheostomy tube." The caller could not confirm how the pilot line became disconnected from the tube but did confirm extubation and reintubation of a replacement tube was required.